Event description:
It was reported the patient stopped feeling stimulation, but did not remember when. The patient had forgotten about stimulation and had not used it for ¿a while¿ because they had other unrelated medical problems. It was noted the patient had not had stimulation on so they would not be able to judge if it was helping. It was then stated the programmer was ¿screwed up¿ and the patient could not get it to work. The patient was unable to adjust stimulation and this started three months prior. During the call, it determined that stimulation was at 0.5v and off. Stimulation was turned on and the patient was still not feeling it. At 1.4v, the patient felt stimulation in their anus and the patient was to keep it there. It was noted the device worked fine the year prior. A little more than a week later, it was reported the patient did not have concerns at the time. The patient noted receiving help during their previous call. Additional information received about 2 months later the patient was experiencing a loss of therapeutic effect over the past few months. It was stated that it worked well at first, but then lessened in effectiveness. The patient thought that there was either a problem with the equipment of with the way they were using the programmer. They were interested in meeting with a representative to review programmer use and the representative was reportedly going to call the patient. Additional information received (B)(6) 2014 indicated that the patient met with manufacturer representative and also spoke with patient on the phone. For the most part manufacturer representative re-educated him on how to use his remote as there were many questions to be answered. Since the rep spoke with him last he did not know what his level of benefit. It was later reported that patient had many concerns with their device and manufacturer representatives have not been able to help. The patient still had concerns regarding their device or therapy but was working with health care provider. The patient appointment was scheduled on (B)(6) 2014 at 10 am with health care provider. Additional information received on (B)(6) 2015 indicated that patient continued to experienced loss of therapeutic effect and felt no stimulation sensation. The patient clarified that when he says it works that meant he felt stimulation and therefore experienced symptom control. It was indicated that his implant health care provider (hcp) told patient that the wire might need to be reposition as it might have not been placed correctly .the patient saw another hcp who seemed to concur, when patient¿s x-rays were reviewed. The patient indicated that the event or symptoms occur following implant. The patient also reported of intermittent issues since implant. The patient mentioned that they had worked with manufacturer representative for reprogramming it worked for a while then it stopped working. The patient also indicated that it his hip hurts, particularly when he drives and he drives a lot. The patient stated it had being hurting for quite some time. The patient indicated that he had notified different hcp¿s about this and was wondering what to do. The patient mentioned concerned about having surgery. The patient did not like to wear pads and device did help intermittently. No outcome was provided with this event. Further follow up is being conducted to obtain this information and further details of the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08tfs, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), , product type: programmer, patient. Product ID 3889-28, lot# va08tfs, implanted: (B)(6) 2013, product type: lead. (B)(4).